Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 551 mg/dl. Customer mentioned that their pump had shattered and stopped working earlier in the day and customer did not have any type of back up or therapy to rely on. It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with insulin injections to address the elevated bg. The customer reverted to an alternate method in insulin therapy. No additional information regarding the event was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.